Event description:
This lead was explanted and replaced due to noise. The hospital retained the device. Should additional information be received, this file will be updated. Jw4/22/2015 - the local rep informed us that the patient went to the ER due to inappropriate shocks caused by noise. This patient has a small subclavian and is also an avid hunter. The patient had two previously capped leads ((B)(6) 2012) still implanted and it is believed one or both of the leads were rubbing against the active rv lead. The physician decided it would be best to remove all the leads except for the OEM lv lead and implant a new rv lead. The chronic ra lead and ICD were reused.

Manufacturer narrative:
Upon receipt, the lead under complaint was received cut at approx. 16 cm distal to the is-1 connector pin. Two lead fragments were returned for analysis. The lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. At the distal lead fragment the insulation was found rubbed through. This finding can be regarded as the root cause for the observed noise which led to shock delivery mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. The observed deformation of the distal shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.